Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of sparking was resolved by advising the patient to no longer use the device. The patient experienced no injury or adverse consequence as a result of the sparking. Device investigation results are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The customer reported that the patient electronic system (pes) sparked. The customer advised that there were no injuries or adverse consequences as a result of the sparking. The patient was advised to discontinue use of the pes.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.